Manufacturer narrative:
An evaluation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 54701lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total psa reagent list number 07k70, lot number 54701lf00, was identified.

Event description:
The customer observed falsely elevated total psa results of 6.772ng/ml and 6.418ng/ml (measured on an unknown date) for one (B)(6) patient who was diagnosed with prostatitis while using architect total psa reagent. The patient was periodically tested since 2014 with total psa values between 5.0-6.0 ng/ml obtained. The patient sample was tested in a reference laboratory for dilution linearity and pre-treatment with a scantibodies heterophilic blocking tube (hbt). Architect total psa results for the serially diluted and hbt treated sample indicate there is no interference. No impact to patient management was reported.